Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 493 mg/dl. Reportedly, pump hadn't been working right, punched in carbohydrates and it said amount and made beep noise and went to blank screen and had to enter again. Customer declined to troubleshoot for their blood glucose levels. The device is expected to be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display or audio/beep anomaly noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.